Event description:
The patient came in reporting pain and stiffness in the knee due to a nickel sensitivity. About 7 months after the primary surgery, the surgeon revised all components to sensitin components. The surgery was completed successfully. Patient brought up nickel sensitivity to the doctor before primary but the surgeon was not concerned. Turned out patient did have nickel sensitivity and had to have all components revised.

Manufacturer narrative:
Batch review performed on 20 june 2025. Gmk-spherika 02.12.3d02r gmk 3dmetal tibial tray size 2r (k221850) lot. 2316458 lot 2316458: (B)(4) items manufactured and released on 25/10/2023. Expiration date: 09/10/2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event: gmk-spherika 02.12.e0210fr gmk-sphere tibial insert e-cross - flex 2r - 10mm (k202022) lot. 2412079 lot 2412079: (B)(4) items manufactured and released on 28/05/2024. Expiration date: 13/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka163r gmk spherika femur porous tigrowthc+ha s3r (k223548) lot. 2345362 lot 2345362: (B)(4) items manufactured and released on 17/06/2024. Expiration date: 28/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the reported cause was nickel sensitivity with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.